Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from results obtained of 21 and 223mg/dl. The customer's expected fasting blood glucose test result range is 85 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 123 and 110mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with back to back tests results from results obtained of 21 and 223mg/dl. The customer's expected fasting blood glucose test result range is 85 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 123 and 110mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): the 123mg/dl (B)(6) 2017 03:54:00 pm fasting: yes, the 131mg/dl (B)(6) 2017 01:31:00 am fasting: yes, the 119mg/dl (B)(6) 2016 03:35:00 pm fasting: yes, the 21mg/dl (B)(6) 2016 03:01:00 am fasting: yes, the 223mg/dl (B)(6) 2016 03:00:00 am fasting: yes.